Event description:
It was reported that insulin pump received a button error alarm and motor error alarm. It was also reported that insulin pump was cracked. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The pump was received with intermittent button response due to moisture damage on the keypad traces. No button error alarms were noted. The pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No motor error alarm noted during testing. The pump passed the motor test. The pump had a cracked case at the display window corner, battery tube threads, belt clip slot, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.